Event description:
It was reported that the study involved 12 patients (19 affected intervertebral spaces) who underwent olif for the treatment of lumbar degenerative spondylolisthesis between (B)(6) and (B)(6) 2014 (2 men and 10 women; mean age, 65.4 years). In all cases, surgery was performed with myelography, and the posterior part was fixed with percutaneous pedicle screws (pps) or cortical bone trajectory (cbt) screws (pps in 10 cases, cbt in 2 cases), laminectomy was not performed and no drain was kept inserted. Fusion was made at 1 intervertebral level in 5 cases and 2 intervertebral levels in 7 cases (l3/4, 11 spaces; l4/5, 8 spaces). Parameters analyzed were intraoperative blood loss, changes in fused intervertebral lordosis angle (segmental disc angle [sda]), slip percentage (%slip) and disc height (dh) rated on lateral x-ray, changes in the cross-sectional area of the dural space (csa) measured by transverse MRI, improvement rate in japan orthopedic association (joa) score and presence/absence of complications. The surgeon performed olif with pps on the same date, but the neurological symptom of the patient did not subside, so the surgeon conducted laminectomy additionally on a later date. Osteoarthritis was reported as a complication. Because osteoarthritis at intervertebral joint was severe the disc height appeared to be raised, but the intervertebral joints got locked up and indirect decompression did not have a positive effect. Joa score improvement rate was 55%.

Manufacturer narrative:
Literature citation: yutaka kobayashi, ichiro torigoe, yoshiyasu arai, kenichiro sakai, makoto soma, hidetsugu maehara, masaki tomori, takashi hirai, hirokazu sato and atsushi okawa; " evaluation of the effects of indirect neural decompression by less invasive lumbar spinal fusion with olif in patients with lumbar degenerative spondylolisthesis" mean age, 65.4 years male:2, female:10. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.